Manufacturer narrative:
The reported event that ¿the tips crumbled¿ could be confirmed. The visual inspection showed that the tips of both cutting edges have fractured/ cracked. The associated fracture surface of tip # 2 reveals a fracture due to mechanical overloads. Furthermore, the remaining cutting edge #1 shows multiple damages such as grooves and deformations on several positions of the cutting edge, indicating several attempts to cut (too) hard objects. Overall, this results in an impaired cutting function of the device. Based on the characteristics of the fracture surface as well as the determined damages at the cutting edge, the root cause for the breakage can be attributed to a user related issue, most likely due to cutting inappropriate and / or too hard objects. The in-situ plater cutter is designed for cutting titanium plates up to 0.6mm thickness. Therefore, harder and thicker materials may exceed the mechanical strength of the device. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no preventive and / or corrective action is required at this time.

Event description:
Upon inspection, the company representative noticed that the plate cutter's cutting blades and tip are broken.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
Upon inspection, the company representative noticed that the plate cutter's cutting blades and tip are broken.